Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing threshold measurements. The lead was explanted. No additional adverse patient effects were reported.